Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. The device passed the self test and displacement test. Device was monitored for a day and no missing segments or partial display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a partial display and customer also experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. Customer stated that the screen was not able to read to the patient. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will not be returned for analysis.